Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise, oversensing, pacing inhibition, low amplitude, and high out-of-range pacing impedance of greater than 2,000 ohms. A fracture was suspected but was not able to be visualized via fluoroscopy. No additional adverse patient effects were reported.